Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received a supplemental form will be completed.

Event description:
It was reported the touch screen became unresponsive. Reportedly, the customer cannot press the "3" button to unlock the pump. No impact to customer's blood glucose level.